Manufacturer narrative:
The investigation could not determine a specific root cause due to lack of data and specific information from the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable total urine protein result for one urine sample. The initial result was 11 mg/dl and was reported outside the laboratory. The results from the urine protein electrophoresis for this sample did not agree with this result, so the sample was repeated. On (B)(6) 2013, the primary sample cup was repeated with the results of 259 mg/dl with a data flag, 430 mg/dl with a decreased sample volume, 260 mg/dl with a data flag, 433 mg/dl with a decreased sample volume, 262 mg/dl with a data flag and 437 mg/dl with a decreased sample volume. The sample was diluted x10 and the result was 437 mg/dl. The repeat result of 433 mg/dl was believed to be correct and was sent as a corrected report. The patient was not adversely affected. The total urine protein reagent lot number was 67436601 with an expiration date of 03/31/2014. The field service representative could not find a cause, but suspected the sample probe. He replaced the sample probe as a preventive measure, checked the fluidics and water pressures and verified proper mixing operation. The customer ran calibrations and qc with all results meeting specifications. Precision testing was also performed.